Manufacturer narrative:
The device was received fully deployed. The download data showed not timeouts, drive stalls, or alarms that would indicate a failure of the device to deliver insulin. A tear was observed in the exposed portion of the soft cannula. Investigation of the fluid path found fluid to exit the entire fluid path as intended, despite the tear. The fluid path was manually occluded and fluid still did not exit the tear. The exact cause and timing of this damage could not be determined. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 290 mg/dl. The pod was worn between 24 and 36 hours on the back. Hyperglycemia treated with a new pod.